Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 29-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 123, 110, 117, 198 and 123 mg/dl. The customer¿s expected blood glucose test result ranges are 190-210 mg/dl am fasting and 250-270 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 171 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (date) and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 123 mg/dl, date: (B)(6), time: 09:57 pm, fasting. Result 2: 110 mg/dl, date: (B)(6), time: 07:14 pm, fasting. Result 3 : 117 mg/dl, date: (B)(6), time: 04:34 pm, fasting. Result 4 : 198 mg/dl, date: (B)(6), time: 01:44 pm, fasting. Result 5 : 123 mg/dl, date: (B)(6), time: 08:24 am, fasting.